Event description:
The device was used during a gynecological procedure. Reportedly, the sutures were absorbed. The surgeon performed a re-operation and re-sutured to correct the condition. The hosp has reported the pt's condition is satisfactory.